Event description:
The customer stated a patient who was transferred to their facility to be evaluated for a possible liver transplant tested repeat reactive on the abbott hiv 1-2 (rdna) eia but was negative on other methods. The patient was seen in an emergency room, admitted to an outside hospital and then transferred to another clinics in 2008. The patient tested hiv negative on the next day using the medmira rapid hiv1 assay. Two days later, an initial reactive result was generated on the abbott hiv 1-2 (rdna) eia and upon retesting in duplicate on the following day, both results were reactive. The patient was removed from the transplant registry due to the repeat reactive results. The patient tested below the limit of detection on hiv1 pcr and was negative on western blot hiv1 and on a hiv2 specific elisa test. The patient expired 3 days later.

Manufacturer narrative:
This is an initial report. Patient sample has been requested for return. An investigation is in process. A final report will be submitted when the investigation is complete.